Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was visually confirmed that the lead body was wavy and curled. The conductor coils were deformed, likely from a grabbing tool. The lead was confirmed to be electrically continuous. As a result, the lead damage was confirmed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, it was difficult to position this right ventricular (rv) lead due to a grossly dilated right ventricle. At a routine follow-up, the rv threshold measurements had increased and the lead was dislodged. Attempts were made to reposition the rv lead, but the procedure was difficult and the physician was concerned the lead may have been damaged. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.